Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a change in r-wave amplitude, pacing impedances and sensing. The patient complained of palpitations lasting 10 seconds and large thumps in their chest. Imaging confirmed that the lead had moved. Surgical intervention was performed and the lead was successfully repositioned. A microdislodgement was suspected as the root cause of the clinical observation.